Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction was user understanding differed from olympus recommendation in handling/reprocessing steps of the device. The events can be detected and prevented in accordance with the following IFU. Fu warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was insufficiently/incorrectly reprocessed and used for next procedure. The scope was exposed to 10ml of 10 percent buffered formalin during hld (high level disinfectant) in place of 70 percent isopropyl alcohol. There were no reports of patient harm.